Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned with a torque device for the analysis, and it is possible to see that the guidewire was bent and detached at the distal section and the part detached did not returned. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. No more damages were detected. Under the microscope it was observed that the guidewire was bent and detached at the distal section.

Event description:
It was reported that the wire was detached and remained in the patient's body. A 200cm x 10cm fathom-14 was selected for use to perform a prostatic artery embolization. During the procedure, the fathom wire broke off and remained in the patient's body. Then, the physician used another wire to try and coil the fathom into the vessel after fracture. However, there was no attempt to retrieve the wire due to the location. No further complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that the wire was detached and remained in the patient's body. A 200cm x 10cm fathom-14 was selected for use to perform a prostatic artery embolization. During the procedure, the fathom wire broke off and remained in the patient's body. Then, the physician used another wire to try and coil the fathom into the vessel after fracture. However, there was no attempt to retrieve the wire due to the location. No further complications were reported and the patient was in good condition after the procedure.